Event description:
A medtronic representative reported the system intermittently rebooted during surgery. The surgery was continued with navigation. No impact to the patient was reported.

Manufacturer narrative:
(B)(6) health law prohibits sites to disclose patient demographic information. The computer was replaced in the system at the site. No further issues have been reported from the site since the computer was replaced. Suspect computer operating system sent back to manufacturer for evaluation: initial boot successful. Successful launch and navigation of all software applications. Graphics card test successfully executed. No faults or intermittent issues encountered, unable to confirm complaint.